Manufacturer narrative:
UDI #: (B)(4). Date of birth is unknown as it was not provided. Gender was not provided is unknown as it was not provided. Date of event: unknown as it was not provided. (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with central island. No additional information was provided.